Manufacturer narrative:
Device will not be returned for eval.

Event description:
It was reported that there was a disconnection of tubing just after tank (opposite side to the three-way valve). No pt complications reported.